Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted affected for recall dim segment replaced u4 on display board. Replaced damaged bottom rear case. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board - segment u4 (recall affected). A review of the device history record showed the device had a manufacture date of 23feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had an unknown display/ screen issue. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted affected for recall dim segment replaced u4 on display board. Replaced damaged bottom rear case. A review of the device history record showed the device had a manufacture date of 23feb2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board - segment u4 (recall affected). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had an unknown display/ screen issue. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had an unknown display/ screen issue. No patient involvement.